Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to discuss about the reported event. Tac advised the customer to send in the unit for evaluation and repair. A follow up was made and the customer confirmed that the issue was resolved. The cause of the problem was related to two bad scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error after a wet scope was connected. In addition, a blurry image was noted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.